Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter stated the pump cannot power on because the battery cap is not able to secure properly to the pump because the battery compartment is damaged. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: a review of the black box showed no evidence of power on reset events. The battery compartment was cracked from the threads down to the case seal on the side. The battery cap was not returned and a test battery cap fit for testing. The ez-prime steps were performed correctly. No power interruptions occurred during the investigation. The alleged power complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board. Unrelated to the original complaint, the cartridge compartment was damaged and missing a fragment around the edge. A test cartridge cap fit successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.